Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus did not match the cursor on the display screen. However, it was indicated that the display would flicker intermittently. The display screen was replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus did not match the cursor on the display screen. The stylus was replaced but the issue remained in the upper left quadrant of the display. The programmer was returned for service. No patient complications have been reported as a result of this event.